Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ser plastipak 10ml s ls, the device experienced a broken plunger. The following information was provided by the initial reporter. The customer stated: when opening the syringe for use, a defect in the plunger was observed.

Event description:
It was reported when using the bd ser plastipak 10ml s ls, the device experienced a broken plunger. The following information was provided by the initial reporter. The customer stated: when opening the syringe for use, a defect in the plunger was observed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.